Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six months later, the patient was admitted to hospital after developing sever right upper quadrant pain and found to have an impacted stone in the gallbladder, during work up of cholecystectomy, computed tomography (CT) revealed that a malpositioned inferior vena cava filter with question of 2 legs of the filter protruding outside the vena cava. After four days later, computed tomography (CT) revealed that one of the prongs of the filter might be outside the vena cava. This prong did not appear to be abutting or protruding into any hollow or solid viscera. Approximately three months and twenty-four days later, computed tomography (CT) revealed that the filter sat below the level of renal veins and several tines perforated the inferior vena cava wall extending into the aorta and retroperitoneum. The proximal portion of the filter appeared to be intraluminal within the inferior vena cava and below the level of the renal vein. Filter had eroded through the wall of the inferior vena cava at different point but did not appear to have eroded into any surrounding structures. Approximately two months and fifteen days later, computed tomography (CT) was performed and compared with previous computed tomography (CT). An inferior vena cava filter was seen in place just below the level of renal veins bilaterally. No filling defects were seen of the inferior vena cava on delayed images. Approximately two months and ten days later, angiogram was performed. An inferior vena cava filter was located below the renal veins. The legs of the filter extended outside the wall of the inferior vena cava however the head remained within the flow lumen. The bard retrieval cone was advanced over the wire through the delivery sheath to the inferior vena cava filter. The filter was captured under fluoroscopic visualization. The retrieval sheath was advanced over the inferior vena cava filter collapsed into the sheath. The filter was removed successfully. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and malposition of the filter. However, the investigation is inconclusive for filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the entire filter migrated to heart. The device was removed percutaneously. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the entire filter migrated to heart. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Manufacturer narrative:
Manufacturing review: a device history review (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. Therefore, the investigation is inconclusive for filter migration, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the entire filter migrated to heart. The device was removed percutaneously. The current status of the patient is unknown.